Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8198210. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Samples were returned for review. The submitted devices were reviewed by our quality engineers, and found to be free of any damage that would facilitate a disconnection. They were able to determine that the most likely root cause is the use of direct injection. According to the instructions for use that are include with all bd intima-iis, the implementation of direct injection in order to administer medication can result in a disconnected device. Because the method being used at the customer facility cannot be verified by our engineering staff, the root cause for this complaint could not be confirmed at the conclusion of our review. H3 other text : see section h.10

Event description:
It has been reported that one intima-ii 24gax0.75in mz slm npvc has been found experiencing disconnection from the mating component before use. The following has been provided by the initial reporter: it's noticed that straight infusion set or the syringe(not from bd)push off after connected with mz on the y-port of intima-ii le issue was noticed during priming during the clinical use of the ruima pre-jointed joint, the problem of rebound of the straight infusion set and the syringe appeared, and the probability of occurrence was high. Clinically there are concerns about the use of the product. At that time, the company provided the extension tube to the hospital for the first time in a ratio of 1:3, and solved the problem of clinical use in time. At this stage, ruima is in clinical growth and is currently in stock. In july, the hospital purchased the ruima z 400 again. Considering that the hospital still uses straight infusion set connection and syringe flushing tube (manual dispensing method) at this stage, in order not to affect clinical use, the company applies for continuous extension of the tube to the hospital to solve customer problems.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one intima-ii 24ga x 0.75in mz slm npvc has been found experiencing disconnection from the mating component before use. The following has been provided by the initial reporter: it's noticed that straight infusion set or the syringe(not from bd) push off after connected with mz on the y-port of intima-ii le. Issue was noticed during priming. During the clinical use of the ruima pre-jointed joint, the problem of rebound of the straight infusion set and the syringe appeared, and the probability of occurrence was high. Clinically there are concerns about the use of the product. At that time, the company provided the extension tube to the hospital for the first time in a ratio of 1:3, and solved the problem of clinical use in time. At this stage, ruima is in clinical growth and is currently in stock. In july, the hospital purchased the ruima z 400 again. Considering that the hospital still uses straight infusion set connection and syringe flushing tube (manual dispensing method) at this stage, in order not to affect clinical use, the company applies for continuous extension of the tube to the hospital to solve customer problems.